Event description:
It was reported by a company rep that during a procedure, the shaft of the unit was compromised. Further, there were no adverse consequences to the pt.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.